Event description:
Reportable based on device analysis completed on 26jul2023. It was reported that catheter difficulty advancing was encountered. The target lesion was located in the vessel below the knee. A 4.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, there were problems with the catheter and its progress while advancing. The physician did not mean and remove the balloon without further progress. Subsequently, the physician used another coyote balloon catheter and completed the procedure. No patient complications were reported. However, returned device analysis revealed balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 9mm from the tip and is approximately 53mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a longitudinal tear in the balloon.